Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device discharged twice in adult mode then on the third shock indicated a message of "pediatric mode". After delivering a third shock, the display blanked out. The biomed power cycled the device and the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.